Event description:
Sometime in 1987 an aus device was implanted. Sometime in 1996 the pump was revised. On 4/24/97 the entire device was removed from the pt, reason not indicated. Ams has requested addl info.